Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the displacement test, rewind, basic occlusion test and occlusion test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a severely scratched display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 180 mg/dl. It was reported that customer was able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.